Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was having a lot of pain in their right hip since about two years ago. The patient stated that they do fall quite a bit, but they were not sure what caused the pain in the right hip. The patient wanted to see if the implant could help with the hip pain. No further complications are anticipated.